Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned/non-emergency coronary treatment. The procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to take exposures. Upon further inspection, the fse monitored and tested the system, but no exposure failure reoccurred. No repairs or replacements were made; the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system had intermittent exposure. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.